Event description:
It was reported the customer received a button error alarm. The customer was advised to revert to a back-up plan. Customer's blood glucose was 175 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.